Event description:
Reported blood glucose results of "175 mg/dl" with the lifescan meter and "139 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were replaced.

Manufacturer narrative:
Lifescan requested the return of the subject meter and strips for evaluation, but has not yet received them.